Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "patient was implanted with a 9mm 380mm t2 femoral nail which very recently failed with fractured distal locking screws and fractured proximal portion of nail, broken implant was removed and revised with a 11mm 360mm t2 alpha nail."

Event description:
As reported: "patient was implanted with a 9mm 380mm t2 femoral nail which very recently failed with fractured distal locking screws and fractured proximal portion of nail, broken implant was removed and revised with a 11mm 360mm t2 alpha nail.".

Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The received screws were visually examined, and it was observed that one screw was broken in the middle. The other screw, measuring 55mm in length, was found to be in acceptable condition, with slight deformation on the crest of the threads and visible nick marks. The fracture surface of the broken screw was examined under a microscope, and the fracture surface indicated a combination of fatigue and brittle fracture, as no plastic deformation was visible. We observe a brittle fracture at the end of the screw, which suggests a sudden breakage at that point. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the breakage of the implant happened in a fatigue manner by application of continuous high load over time. The exact root cause cannot be defined without the proper medical documents like post operative radiographs. If any additional information is provided, the investigation will be reassessed.